Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The site indicated that the incident generator is not been returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while a con-med electrosurgical pencil and monopolar hook were in use with the generator, a pt received a facial burn. The site thinks that the monopolar hook may not have been completely inserted into the port. The site also stated that a footpedal in use at the time may have been accidentally stepped on and the pencil inadvertently activated. The degree of burn and treatment of the burn were not made available. The site does not think the generator contributed to the reported event and will not return the unit for evaluation.